Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up eight days post device implant. Upon interrogation, the atrial lead exhibited p wave amplitude variation with undersensing of p waves and intermittent capture threshold. The lead was repositioned on (B)(6) 2018. The patient was stable during and after the procedure.